Manufacturer narrative:
Product complaint#: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The outer cage and the inner channel are kinked, the cage assembly is deformed. The findings meet regulatory criteria. Date of event: the date of the event was not reported. Review of the provided photograph shows no evidence of damage or deformation on the unit carton of the embotrap device. One of the adhesive labels on the front of the unit carton has been removed, otherwise the label and unit carton appear fully intact. The embotrap device is not visible in the provided photograph. It is therefore not possible to comment on the condition of the embotrap device, or to make any findings in relation to the complaint event where the embotrap device could not be introduced into a headway21 microcatheter. The cause of the reported complaint event cannot be determined from the photograph provided. The review of the provided photograph confirms the appearance of the front of the embotrap unit carton. The embotrap device is not visible in the provided photograph, therefore observations on the condition of the embotrap device or potential causes for the complaint event cannot be determined. The root cause of the reported complaint event cannot be determined from the provided photograph. The initial examination of the returned embotrap device identified evidence of deformation. Kinking of the proximal section of the device was observed. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter. The deformation noted on the returned embotrap device did not prevent successful delivery of the device into the lumen of a sample headway 21 microcatheter hub. Device insertion and delivery assessments were also performed using sample embotrap devices and a sample headway21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway21 microcatheter hub and result in similar damage to the device when advancing the device against the resistance caused by poor seating of the insertion tool. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Visual inspection of the device showed evidence of kinking of the proximal section of the device. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. Deformation similar to that observed on the returned device was recreated through advancement of a sample device against resistance in a sample headway21 microcatheter. Based on assessments carried out as part of this investigation, and in the absence of a physical investigation of the microcatheter used in the event reported (which can also be a cause of resistance to advancement, e.g. Lumen defect), a probable root cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Attempts to deliver the device against the resistance caused by poor seating of the insertion tool can also result in damage similar to that observed on the returned device. Successful delivery of the returned device and an undamaged embotrap device when fully seated in a headway 21 microcatheter was confirmed during this complaint investigation. There is no indication that this complaint was as a result of a defect with the embotrap device. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap ii 5x33 revascularization device (et007533, 22f069av) couldn¿t be introduced in to the microcatheter (headway 21). The entire device looked ordinary, but it didn¿t go into the microcatheter. It went excellent as usual with another device. No patient injury was reported. Based on the analysis of the device received, the outer cage and the inner channel are kinked, the cage assembly is deformed.